Event description:
A customer reported an issue with the touchscreen of their insulin pump, where the screen was frozen and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a pump reset solution, resolving the initial issue, but the customer later experienced a pixel problem on the display affecting their ability to use the pump. Although this did not affect their blood glucose levels, a replacement pump was sent to the customer. The pump was under warranty, and technical support guided the customer on receiving and returning the pumps, including necessary training resources.